Manufacturer narrative:
Block d2b: additional pro code: qon block g4: PMA number: p190006 concomitant product: model number/catalog number: 1201 serial number: (B)(6) batch/lot number: al1k332203 model/catalog description: tined lead unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient with this implantable neurostimulator (ins) experienced lead migration and ins displacement following a fall, which was confirmed by x ray imaging. The patient subsequently underwent a system replacement procedure. No further patient complications were reported.